Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. Serial numbers - (B)(4).

Event description:
The customer reported that during the mr scan whilst using the frame patients have experienced burn marks. Based on the available information actual injury has occurred.

Manufacturer narrative:
(B)(4).